Event description:
It was reported that during preparation prior to the first surgery and after installation by the field service engineer (fse), the system was powered on but immediately shut down and did not power back on. Further information received noted that there was a patient involved and sedated and the procedure had to be rescheduled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.